Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered during fill 1 of a pd treatment. In a follow up, the patient said there was an ¿air detected in cassette¿ warning. When patient proceeded to change the cassette to perform a reset-up, patient noticed fluid leaking and dripping down from the machine. After removing the cassette everything was wet, with most of the fluid leaking into the machine. The patient also observed some air bubbles in the patient line. The patient dried the cycler and started the next treatment, which was successfully completed. No patient adverse effects were experienced, and no medical intervention was required. The patient confirmed that the liberty cycler set used during the event is available to return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. The complaint sample is not available for manufacturer physical evaluation. A search in the sap system was performed to verify the product availability for companion samples at the dcs. No product is currently available at the distribution centers for analysis according to the sap search; see attachment a for sap search. Since the complaint sample is not available neither photos or videos were provided for evaluation and during the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed. No sample has been provided at this time. Should the sample become available, the investigation file will be reopened and will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered during fill 1 of a pd treatment. In a follow up, the patient said there was an ¿air detected in cassette¿ warning. When patient proceeded to change the cassette to perform a reset-up, patient noticed fluid leaking and dripping down from the machine. After removing the cassette everything was wet, with most of the fluid leaking into the machine. The patient also observed some air bubbles in the patient line. The patient dried the cycler and started the next treatment, which was successfully completed. No patient adverse effects were experienced, and no medical intervention was required. The patient confirmed that the liberty cycler set used during the event is available to return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.